Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise signals and oversensing. Technical services (ts) was consulted and noted a possible electromagnetic interference (emi). The patient experienced a five second asystole. The device remains in service. No adverse patient effects were reported.